Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch # z70523. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er320 device revealed no external damage. To replicate the reported issue, the device was functionally tested. During testing, the trigger could not be actuated due to being jammed. The device was subsequently disassembled to assess the condition of the internal components. Upon disassembly, it was observed that the silicone component was missing, and the trigger exhibited bent, which prevented the clips from feeding properly into the jaws. Additionally, eighteen (18) clips were found remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch z70523 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic hepatectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.